Event description:
It was reported that an ilet user experienced sustained high blood glucose and increased insulin usage after approximately one week of use, with troubleshooting revealing an infusion set deployed with the blue needle guard left in place and moisture at the prior infusion site; the case involved an infusion set and cartridge issue, characterized as infusion set deployed incorrectly or infusion set connector not attached correctly, with education provided and device setup support completed. Symptoms included hyperglycemia reaching a peak of 363 mg/dl. Outcomes included device reset, re-pairing with the phone, and supply change to address insulin delivery. Investigation included review of infusion set insertion, site inspection, and device reset with return to bionic mode and setup education. Investigation of this case revealed that the infusion set was deployed incorrectly due to failure to remove the needle guard, which likely impeded insulin delivery, consistent with an infusion set and cartridge component issue. It was concluded, based on previously established findings for similar reports, that user setup error related to infusion set deployment was the cause.